Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to accidentally washing insulin pump in washing machine. Customer reported that as a result, insulin pump immediately went blank. Customer's blood glucose was 455 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.